Event description:
Information received from the field notes that the patient initially presented with diaphragmatic pacing. One day after repositioning the ventricular lead, the patient felt pocket stimulation when the wand was placed over the device. The stimulation also occurred when programmed to the bipolar configuration. A second lead reposition was scheduled, but the physician elected to replace the system.